Manufacturer narrative:
The device was received for evaluation. Upon completion of the investigation, a supplemental MDR will be filed. The instructions for use for the impella 5.5 with smart assist for use during cardiogenic shock states the following: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿

Event description:
The user facility reported that the patient was being transferred to bed post impella 5.5 procedure and the red impella plug started oozing. Attempts made to stop the bleeding were unsuccessful. Decision made to explant 5.5 and increase inotropes. The impella 5.5 was removed.

Manufacturer narrative:
The investigation of product damage (hole in catheter) has been completed. After transferring the patient to a hospital bed post implant procedure, oozing noted at red impella plug. Attempts made to stop the bleeding were unsuccessful. Decision made to explant 5.5 and increase inotropes. The pump was returned and inspected. The returned pump plug was found to have dried blood leaking out. Multiple holes punctured in the catheter were found at the 30cm mark. Opening the red handle showed blood inside. The cause of the product damage (hole in catheter) was use related due to holes being punctured in the catheter at the 30cm mark causing bleeding into the red pump plug.